Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due to several issues with multiple instruments. This event is being reported due to the following conclusion: during a da vinci-assisted myomectomy surgical procedure, it was noted that the customer was having issues with multiple instruments. The surgeon elected to convert the procedure to open surgery. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer was not able to remove the mega needle driver instrument due to bent jaws while handling the big myoma. The surgeon decided to convert the procedure to open to remove the instrument. The customer confirmed that there was no fragment that fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During the procedure, the customer broke the instrument to remove it from the cannula due to bent joint. Port incision was not increased. The site confirmed that no fragment fell inside of the patient and elected to convert to open surgery due to several issues with multiple instruments. There was no injury to the patient as result of the event. Intraoperative collision or misuse involving the instrument was not observed. The instrument operated as expected during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive da vinci products involved with this event to perform failure analysis. The mega needle driver instrument was analyzed and found to have the main tube broken. The main tube was completely detached from the proximal clevis and all grip cables were broken. The separated grip was returned with the instrument. No material was found missing. Broken main tubes are typically attributed to mishandling/misuse. Additional observation(s) included a broken grip cable at the distal end. The instrument was also found to have a broken pitch cable at the distal end. The segment of the cable that contains the crimp was still intact. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The harmonic ace instruments were also analyzed and found to have broken clamp arms. The inner tube slots where the clamp arm hinges were what broke off, causing the arm to dislodge. In addition, the tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still in the clevis. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information can be found in the following fields: d (suspect medical device) and h4 (device manufacture date).

Event description:
Refer to h10/h11 for follow-up information.